Manufacturer narrative:
Complaint is confirmed. Visual evaluation identified that the hex drive geometry at the distal tip of the returned 3.0mm hex driver had twisted. Functional testing was not performed due to the damage to the distal tip of the device. The most likely cause is attributed to over-torquing/over-engaging the driver within the screw head.

Event description:
On 11/17/2023, it was reported by a sales representative via (B)(4) that (qty. 5) of an ar-9625 3.0 mm hex driver tip was warped from wear and tear. It was stated that the warped tips led to the tips breaking off during use, and, therefore, replacements were requested to avoid any complications during surgeries. This was discovered during an unspecified procedure, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.